Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed an irritation that was 'blackish and blister-like' under all of the therapy electrodes. The patient's physician instructed the patient to remove the lifevest when necessary and apply neosporin to the affected areas. The medical outcome of the irritation is unknown.